Event description:
Customer reported the insulin pump was blank. Customer had to tighten the cap down to get it to turn on again. Customer also stated it had physical damage on the front. Customer does not recall blood glucose. Customer put in a new battery and device wasn't working. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.